Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2023-13670. It was reported that the pacemaker was explanted and replaced for an unknown reason. During the same procedure on (B)(6) 2023, the right ventricular lead was capped and replaced for an unknown reason. The patient status was unknown.